Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/ review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, the 2.75 x 12mm xience xpedition stent delivery system (sds) was advanced toward a mildly tortuous, mildly calcified, de novo lesion in the distal right coronary artery; however, the stent implant got caught with the proximal edge of the distal lumen of the guideliner catheter. The xpedition sds did not advance into the distal lumen of the guideliner catheter. The xpedition sds and guideliner were removed as a single unit. Once removed from the patient anatomy, the struts at the edge of the stent were found flared. The procedure was completed without deploying a stent. There were no adverse patient effects and no clinically significant delay.